Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent vaginal excision of a & p mesh graft with posterior colporrhaphy and cystoscopy on (B)(6) 2015 due to vaginal mesh erosion and pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that the patient underwent the following procedures: on (B)(6) 2009: partial mesh removal due to mesh extrusion and infection. On (B)(6) 2010: mesh revision due to mesh erosion. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05097 and medwatch 2210968-2013-05088. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05097 and medwatch 2210968-2013-05088. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016, (B)(4). It was reported that following insertion the patient experienced urge incontinence, frequent urinary tract infections, dyspareunia, and yeast vaginitis.

Event description:
It was reported that following insertion the patient experienced urge incontinence, frequent urinary tract infections, dyspareunia, and yeast vaginitis.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to extrusion. No additional information was provided.